Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular pacing impedance has been rising progressively. The capture threshold has also been increasing until it cannot capture at maximum output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Weekly pace lead trend data shows a gradual increase for min and max ventricular pace bi impedance equal to 1558 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.